Event description:
It was reported that patient underwent procedure on unknown date. During the procedure, the suture would sometimes pass through the hole in the device, but othertimes pass out the front of the device. No patient injury or delay in the procedure was reported.

Manufacturer narrative:
Evaluation of returned device found the set screws are out of position. Therefore, the jaw would not close. Supplier evaluation found significant wear on top jaw.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.